Event description:
During a review of the FDA maude database, report number 2017865-2011-03419 was found that alleged the involvement of a spectranetics product in a reportable event. Multiple attempts to obtain additional information were made, but no further information was forthcoming. The initial MDR report was received by the FDA from st. Jude medical on (B)(6) 2012. The report summary states: "it was reported that while the lead was being electively removed for radiation treatment, the laser sheath tore the svc wall. The patient's blood pressure dropped and surgery was needed to repair the tear. The patient is still in the ICU."